Manufacturer narrative:
Subject device was implanted.

Event description:
It was reported that during deployment of the stent in the internal carotid artery (ica) terminus, the distal end of the stent foreshortened just above, and at the level of the aneurysm, resulting in a stent marker entering the aneurysm. There were no reported clinical consequences to the patient.